Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor intermittently shuts on and off by itself. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
During the evaluation of the device, faulty g1 power supply (printed circuit board ) was found defective causing shuts off and intermittent power off. The reported issue was confirmed. Additionally, unrelated to the reported issue, housing inspection found the bezel plate and rear cover noted damage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.